Manufacturer narrative:
The DHR could not be reviewed as the lot number and product catalog number are unknown. The filter remains implanted in the pt. Based on the limited info rec'd, the results are inconclusive and the root cause of the event is unknown. The IFU warns the user that migration of the fitler is a potential complication.

Event description:
It was reported that during a scheduled removal of a vena cava filter, it was noted that the filter had migrated and tilted. The dr was unable to remove the filter. No injury to the pt was reported. Note: numerous unsuccessful attempts have been made to obtain additional info regarding this event, such as the catalog number of the filter, the distance of migration, whether it was caudal or cephalad and degree of tilt.